Event description:
On 05/08/2024, it was reported by a sales representative via phone that (3) ar-1317ft nano corkscrew and an ar-1318ft micro corkscrews implant head broke during insertion. This occurred during use in a case with no patient effect. Case completed drilling bone tunnels to secure lunate. Delay in case 30 minutes.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion.